Manufacturer narrative:
(B)(4). Carefusion factory received the suspect component, an infant flow sipap, and evaluated the device. An evaluation of the component confirmed the blender was out of calibration and the unit was due for annual preventative maintenance. Factory service re-calibrated the blender and performed annual preventative maintenance. The unit was tested and meets service specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the o2 knob is not lining up with the correct setting. When 60% oxygen was dialed in, the output was 65%. There was no patient involvement associated with the reported issue.